Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Visual inspection noted that the gauge needle was reading at 21atm. There was media in the flexcil line. A functional test was carried out using a bsc stopcock and noted during the device locking mechanism test that the needle would show an increase in pressure; but when pressure was released, the needle returned to 21atm. The gauge accuracy test observed the gauge was indicating 21atm. When the pressure was released the needle returned to 21atm and the pressure indicator read 560.6 kpa. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a gauge needle inaccuracy occurred. A 26 encore balloon catheter inflation device was used for inflation. During the procedure, the pressure level was set; however, it was observed that the gauge was increasing although pressure was not applied. Furthermore, it was noted that the device was unable to provide accurate pressure level as the gauge needle did not decrease from 20atm. As a result, the 2.25/30 non bsc balloon catheter ruptured. The ruptured catheter balloon was completely removed from the patient's body. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a gauge needle inaccuracy occurred. A 26 encore balloon catheter inflation device was used for inflation. During the procedure, the pressure level was set; however, it was observed that the gauge was increasing although pressure was not applied. Furthermore, it was noted that the device was unable to provide accurate pressure level as the gauge needle did not decrease from 20atm. As a result, the 2.25/30 non bsc balloon catheter ruptured. The ruptured catheter balloon was completely removed from the patient's body. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was good.